Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The reported patient effects of angina, pain, and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. The xience prime sv referenced was filed under a separate medwatch report.

Event description:
It was reported that the procedure on (B)(6) 2013, was to treat a lesion located in the 90% stenosed mid circumflex. After predilatation was performed, the 2.25-12 mm xience prime sv stent was implanted at 18 atmospheres. A 2.5x15 mm xience xpedition stent was deployed in the obtuse marginal. The patient began experiencing chest pain, pain in the neck region, and an area at the back of the ear in the middle of (B)(6) 2013. The patient was rehospitalized and on (B)(6) 2013 in-stent thrombosis (total occlusion) was observed on angiography and up to the proximal part of the left circumflex, and in the 2.5x15 mm xience xpedition for which balloon angioplasty was performed for treatment. The patient was discharged on (B)(6) 2013. No additional information was provided.